Event description:
The initial reporter questioned high results for multiple patient samples tested for hdl-cholesterol gen.4 (hdlc4) on a cobas 6000 c501 module. Examples of discrepant results were provided for 4 patient samples. Patient 1 initial result was 123.9 mg/dl. The repeat result was 43.3 mg/dl. Patient 2 initial result was 91.7 mg/dl. The repeat result was 48.4 mg/dl. Patient 3 initial result was 75 mg/dl. The repeat result was 39.3 mg/dl. Patient 4 initial result was 114.5 mg/dl. The repeat result was 46.9 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The hdlc4 reagent lot number and expiration date were not provided. Qc was acceptable. Reagent issues were excluded. The field service engineer (fse) found that the rinse water in the cells was lower than specified. The fse found a broken/leaky rinse tube and replaced it. The investigation determined that the issue found by the fse (broken/leaky rinse tube) was the root cause of the event.